Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. Root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.

Event description:
The account alleges during a stenting procedure near the elbow to cover some extravasation/bleeding in a dialysis patient., the wrapsody was very difficult to see over the bone which lead to an inaccurate placement. The dissected part of the vessel was missed and the patient continued to bleed in post op. The patient was brought back to the angio suite where an 8x50 viabahn was used to extend the wrapsody, covering the dissection. The additional procedure was successful. No additional patient consequence to report.